Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to noise, oversensing, and low signal amplitude. The patient was evaluated in clinic, where both primary and alternate vectors failed. The device was reprogrammed to the secondary vector. During an exercise test, a decrease in amplitude was observed, raising concern for potential oversensing. Programming was maintained in the secondary vector, and troubleshooting options were recommended. Additional information indicates that this patient received another inappropriate electric shock and the programming options are limited due to morphology of the rhythm of this patient. Currently, this product remains in service, and no additional adverse effects have been reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to noise, oversensing, and low signal amplitude. The patient was evaluated in clinic, where both primary and alternate vectors failed. The device was reprogrammed to the secondary vector. During an exercise test, a decrease in amplitude was observed, raising concern for potential oversensing. Programming was maintained in the secondary vector, and troubleshooting options were recommended. Currently, this product remains in service, and no additional adverse effects have been reported.